Manufacturer narrative:
Conclusion: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position and the bed would not steer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.